Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology not reported. It was reported that an unknown type iii endoleak was discovered on CT. The endoleak was observed along the anterior, right side of the stent graft 2 cm distal to its junction with the main graft. The endoleak is most likely a type iii fabric leak. The aneurysm sac currently measure 5.1 cm anterior-posterior and 5.5 cm transversely. Previously, the sac was completely decompressed, measuring 2.5 cm anterior-posterior. Additionally, there is a diffuse dilatation of the left common iliac artery, which is more bulbous distally. The iliac artery measures 2.5 cm transversely, previous measurement was 2.4 cm. There is a coil embolization of the proximal right internal iliac artery. There is mild dilatation of the common femoral arteries bilaterally and also of both popliteal arteries. There is a nonobstructing 2 mm calculus in the lower pole of the left kidney. The patient is scheduled to have an intervention later this month. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (endoleak), cause of event is unknown.